Event description:
It was reported that this implantable pacemaker displayed an alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. At the time of download, the patient typically exhibited 97% ventricular pacing, with atrioventricular (av) conduction shown on the egm. The rv thresholds were generally recorded at or above the programmed amplitude, which is fixed at 1.4v (volts). Technical services (ts) recommended an in-office review of the programmed output. The device is currently in service, and no adverse effects on the patient have been reported.